Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on 8015 unit has error code130-6020 which is the akb safety software keyboard failure on unit run a test on the keypad make sure all keys are working customer is report the error is not coming up anymore it was told to them from the nurse on the floor. If keypad test passes run a small infuse make sure the unit is ok before going back on the floor. If fails again first replace front case w/keypad, if it does not resolve issue next to replace is logic board on unit.